Manufacturer narrative:
Patient information: no further patient information was provided. A review of tickets determined that there was normal complaint activity for reagent lot 51960un19. Trending reports for the architect magnesium assay were reviewed and did not identify any trends associated with the complaint issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 51960un19 was evaluated using worldwide field data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot was within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect magnesium reagent lot 51960un19 was identified.

Event description:
The customer obtained a falsely elevated architect magnesium result. Sample ID (B)(6) generated 2.7 mg/dl and multiple retests on original and alternate analyzer generated 1.2 mg/dl. No impact to patient management was reported.